Manufacturer narrative:
Event date was sometime in (B)(6) 2015. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: e-mail from affiliates from (B)(6) 2016 states that: the event date was sometimes in (B)(6) 2015. 2 months after the implant, the plate breakage was found, 6 months after the implant removal surgery took place. The surgeon didn't remove the broken plate for about 4 month after the breakage was found: the surgeon confirmed that the plate was fixed and stable with 5 screws in its five holes despite of breakage. Ultimately, it was decided to take a wait-and-see approach.

Manufacturer narrative:
(B)(4). Product investigation summary: the root cause of the device failure cannot be determined via this non-manufacturing evaluation. Due to the fact that the lot number is not available, and because of the damages on the plate, no manufacturing evaluation or device history record review can be performed. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown titanium matrixmandible subcondylar plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported on (B)(6) 2016 the plate was discovered broken in the patient's body postoperatively. The removal surgery is scheduled on (B)(6) 2016. This report is for an unknown titanium matrixmandible subcondylar plate. (B)(4).